Event description:
It was reported that the health care professional (hcp) inquired about noise on the atrial channel that looks like atrial fibrillation (af). Additionally, the ra lead exhibited high out-of-range (oor) pacing impedances measuring greater than 2500 ohms. Technical services reviewed the episode and confirmed true noise and true af. The hcp will discuss with the patient. At this time, the ICD and non-boston scientific ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).